Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had autofill failure issue, before use. No patient was involved.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: e3 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) unable to reproduce the error. The unit passed all functional and safety tests as per manufacturer's specification.

Event description:
N/a.